Event description:
Device 4 of 5: reference MFR report: 1627487-2018-05301; reference MFR report: 3006705815-2018-01353; reference MFR report: 3006705815-2018-01352; reference MFR report: 1627487-2018-05609. Follow up information revealed the patient was hospitalized because the incisions were oozing and swelling at the ipg site. Cultures were taken and a CT scan was inconclusive for any abnormalities. The incision sites are healing well and the patient will follow up with their physician. The patient was discharged from the hospital (B)(6) 2018, with a peripherally inserted central catheter (PICC) and six weeks of antibiotics.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the complaint of infection could not be confirmed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 5. Reference MFR report: 1627487-2018-05301, reference MFR report: 3006705815-2018-01353, reference MFR report: 3006705815-2018-01352, reference MFR report: 1627487-2018-05609. It was reported there was infection at the ipg and lead sites. Intravascular antibiotics were prescribed to treat the infection. The site is beginning to heal and another round of intravascular antibiotics have been ordered.

Event description:
Device 4 of 5: reference MFR report: 1627487-2018-05301; reference MFR report: 3006705815-2018-01353; reference MFR report: 3006705815-2018-01352; reference MFR report: 1627487-2018-05609. Follow up information stated the patient is still experiencing drainage from the lead incision site. As a result, the patient was admitted to the hospital on (B)(6) 2018. The scs system was explanted on (B)(6) 2018 followed by two days of IV antibiotics to treat (B)(6).